Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer changed the infusion set site multiple times. The customer was always able to delivery the remainder of the bolus without a subsequent alarm. There was no impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer thought that the site location may be the cause of the occlusions as it had been recently changed to the lower back. Reportedly, the customer used the humalog insulin in the cartridge for 3-4 days.